Event description:
It was reported that during the implant procedure the physician had difficulty placing the leadless implantable pulse generator (ipg) on the septal wall due to existing atrial and ventricular leads. The ipg was repositioned three times due to unacceptable impedance and threshold values. After the third placement the ipg was removed from the patient and a clot was noted on the distal end of the ipg. The clot was removed and the ipg placed with good parameters. The patient was transferred to recovery and shortly thereafter the patient¿s heart rate was 30 bpm (beats per minute). The device threshold had increased. The physician turned the leadless ipg off and turned the previous ipg back on. The following morning the threshold was improved and the leadless ipg turned back on and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.